Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated 02/08/2010, therefore, this report requires a 5 day MDR based on this new information.

Event description:
Procedure type: lap hernia repair. According to the reporter: the device would not deploy tacks once fired. Opened a 2nd device and it worked. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.